Event description:
It was reported through iris per that this right atrial (ra) lead was explanted due to dislodgement and low amplitude and poor morphology. A new lead was implanted successfully. No additional adverse patient effects were reported.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, a thorough evaluation of the lead was performed. Testing was completed to assess lead electrical performance and inner insulation integrity. Measurements throughout these tests were within normal limits. Microscopic inspections of the terminal pin assembly, and electrode tip found no anomalies. Conductor coils were deformed approximately 90 mm from terminal pin, likely due to handling at implant, and outer insulation damage approximately 420mm from terminal pin, likely due to electro-cautery damage at explant. Laboratory testing was unable to reproduce the reported clinical observations and detailed analysis did not reveal any abnormalities.

Event description:
It was reported through iris per that this right atrial (ra) lead was explanted due to dislodgement and low amplitude and poor morphology. A new lead was implanted successfully. No additional adverse patient effects were reported.